Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a firmware error displayed on the receiver on (B)(6) 2015. Pediatric user is using an adult receiver. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis